Event description:
It was reported that a patient presented in clinic for a post-procedure follow-up. Device interrogation revealed high capture threshold in the right ventricular lead and right atrial lead. The leads were explanted and replaced on (B)(6) 2018. During the procedure, the physician observed an insulation abrasion on the right atrial lead. The procedure was successful and the patient was in stable condition post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.